Event description:
An eye care professional has reported and provided a photograph of a pt wearing focus night & day lenses on a daily wear schedule has experienced a central corneal ulcer, os. The lens case & the lens cultured positive for pseudomonas. Aggressive treatment with tobrex, vigamox and zymar reported. Epithelium has healed with scarring and continued use of lomax for scar reduction. No information is available as to type of lens care system pt used and no lens lot number available. The eye care professional has the lens in this possession. Pre-event visual acuity 20/25 and currently reported as 20/70 with condition still resolving. Request has been made for additional information, however no further information is available at this time.